Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 13 years since the subject device was manufactured. On the results of the investigation, a definitive root cause for this issue was not established, as the device was not returned for evaluation. The causes of these failures were not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported there was no image on the monitor. Through troubleshooting, tac realized the customer was not connecting the monitor to the video system center currently and was connecting output to output. With the assistance of a third party, the sdi cable was plugged in correctly and the image populated immediately. The issue is considered resolved and the device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a no image issue while using high-definition lcd monitor. The issue occurred during preparation for use; there was no procedural impact or patient harm associated with the event.